Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device had a constant audio. There was no physical damage reported. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a no disposable alarm. Visual and functional tests were performed. The customer's problem was duplicated, and the cause of the issue was found to be a faulty microprocessor unit (mpu) board due to contamination. The mpu board was replaced to fix the issue.